Event description:
It was reported that during a routine follow up exam the right ventricular (rv) lead shock impedance was greater than 200 ohms in triad configuration. However, the trend impedance values were stable and in range. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to single coil with normal shock values about 70 ohms. Maneuvers were performed that same day in the afternoon with no signs of artifacts. The trend in shock impedance was updated with the values in single coil configuration and no out of range values were observed. X-ray images were acquired and did not show signs of fracture. Boston scientific technical services (ts) was consulted to review the information and help determine next steps. Upon review ts noted no evident sign of mechanical noise in the recorded episodes and real time egm and agreed that the x-ray did not show signs of a lead fracture. There was myopotential noise on the shock channel, but not on the rv channel. Ts indicated the out of range shock impedance measurements were most likely indicating a more probable lead calcification at the level of the superior vena cava defibrillation coil (ra) based upon which vectors showed out of range shock impedance measurements. Ts discussed further testing options. The field representative noted that no additional trouble shooting was made per the physician's discretion. The physician decided to postpone the troubleshooting as most maneuvers were already performed. The clinic would continue to monitor the patient more frequently over the next couple of weeks. The lead remains in service and no adverse patient effects were reported.